Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 485 mg/dl and treated with manual insulin. Customer reports they went to swim and after sensor was gone. Customer reports they know the cause of the product not adhering. Customer did not like to continue troubleshooting. The devices will not be returned for analysis.